Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 483 mg/dl. Customer's blood glucose value at the time of call was 194 mg/dl. Customer stated they showed symptom's of diabetic ketoacidosis. Customer was using auto mode. Troubleshooting was declined by the customer. The insulin pump will not be returned for analysis.